Event description:
It was reported that when the patient went back to their room post implant an x-ray revealed that the atrial lead had dislodged and was in the ventricle. The patient was brought back into the lab and the lead was repositioned. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.